Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The vad coordinator reported that the patient developed neurological changes on (B)(6) 2020 and was found to have left middle cerebral arteryembilic (mca) stroke. The patient was found unresponsive and unable to move their right leg and hand. The patient had a international normalised ratio of 1.2, computerized tomography (CT) scan showed left mca occlusion filling defect right distal mca. No vad parameters were changed. Neuro interventional radiology was able to perform a cerebral thrombectomy with resolution of neuro changes. The cerebral thrombectomy had a resolution of motor deficits. Aphasia improves 72-96 hours post thromectomy. Anticoagulation held due to neuro recommendations after the event. For 7 days heprin was adjusted to lower anti xa levels using a low intensity protocol. Warfarin held until therapeutic anti xa leveled for 48 hours. The patient was maintained on asa pod #1. There were no changes made to the pump parameters.